Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving an unknown drug at an unknown dose and concentration via an implantable pump for intractable spasticity. It was reported that the patient's new pump was removed due to a "deadly infection". It was noted the pump was removed on (B)(6) 2015 and the patient refused a new pump. The patient was currently taking baclofen pills.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.